Event description:
The customer contacted baxter's service center regarding system error 2240 which occurred on the home choice (hc) during use during dwell 1. The technical service representative (tsr) explained the alarm. The home patient (hp) had already disconnected because of alarm and then using a manual bag. The tsr had the caregiver (cg) cycle the power to get a system error 2367 and then again to get back to 'press go to start'. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. The hp had left a clamp open on an unused line. New supplies would be used tomorrow to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, open clamp. The label review found the labeling adequate for the use error for this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.